Event description:
Pt-patient's mother reported that pt-patient I having problems with infusion pump and sent it back. No further specifics provided. Unknown if pt-patient missed a dose or experienced an adverse event. Pump is being replaced. Pump is available for return. No further information, details or dates provided. Serial number: (B)(6) privigen indication: juvenile dermatomyositis with other organ involvement.